Manufacturer narrative:
Concomitant medical products: 509252 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. At the time of event, intervention was not requested. The lead remains in use. No patient complications have been reported as a result of this event.